Event description:
The user facility reported that this year, a number of pts had rec'd routine "allergy shots" and later developed a reaction at their injection site. The physician has reportedly ruled out the diluent, extract and the nurses' technique. The reactions were initially described as local irritations, however a follow-up communication stated that some may have become infected and were treated with antibiotics or draining.